Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. Visual inspection found the lead body insulation was twisted and cut at the proximal region of the lead consistent with procedural damage. The cause of the reported event was isolated to the procedural damage to the lead body insulation. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During an in-clinic follow-up, insulation damage was suspected on the right atrial (ra) and right ventricular (rv) lead. A revision procedure was performed, and insulation damage was visually confirmed. The ra and rv leads were explanted and replaced to resolve the event. The patient was stable.